Event description:
It was reported that when using the bd pyxis¿ es server user planned to perform server maintenance, patching, and reboots, and requested bd support to validate that all services were running correctly after the updates and reboots were completed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server maintenance and patching were performed, followed by system reboots. A technical support specialist (tss) dialed into the servers and confirmed structured query language (sql) server services were up and running on rpt. Validated that the extract transform load (etl)-dispensing system reports database was operational. Restarted services on the app server (bd external messaging service, bd job scheduler service, and bd maintenance services), which were confirmed running after reboot. Checked health sight viewer (hsv) and verified connection with stations subscribing. Currentsubscriptiondatapublisher showed no current or pending subscriptions to process. Verified pes sync information and confirmed all stations were current. The system functioned as intended after the technical support specialist troubleshot the device.